Manufacturer narrative:
As received, a partial lead (only distal portion) was returned in one piece. Visual examination of the lead found clavicle crush breaching all the cable lumens, inner coil lumen, polytetrafluoroethylene (ptfe) liner, abrading one of the ring electrode ethylene tetrafluoroethylene (etfe) cable coating and exposing the inner coil at the middle region. The cause of the reported events was due clavicle crush and to the exposure of the inner coil at the clavicle crush region.

Event description:
It was reported that in (B)(6) 2018, that noise resulting in oversensing due to myopotentials was observed on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event. During an unrelated revision procedure, the capped lead was explanted. The patient was in stable condition.